Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump had a lost battery cap. The blood glucose reading was 450 mg/dl, which the customer treated with a manual injection. Advised that the battery out limit alarm was a normal occurrence when the battery had been replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.